Event description:
During use in surgery, the screw broke. The site was tapped prior to insertion of the 9x25 screw, which broke and was removed. A delay of ten minutes took place.

Manufacturer narrative:
No conclusion could be made.